Manufacturer narrative:
Section f completed by the manufacturer based on information from the reporter. The infusion pump was not returned to baxter healthcare for evaluation, nor was an evaluation warranted based on the description of the occurrence and most likely cause. Reportedly the biomed. Department at the hospital evaluated the infusion pump and no abnormlities in the pump operation were found.

Event description:
It was reported that at a hospital there was an occurrence where solution flowed backwards through the infusion pump. The report stated that after the patient returned from x-ray "when the patient came back to the ICU, I connected the infusion set, everything worked as usual. After 5 minutes there was an air alarm, I removed the air bubble, checked the infusion during 5 minutes and it worked as expected. 20 minutes later when I returned to the patient, the infusion had gone backwards from the cvc (central venous catheter), through the pump, up in the nutrition solution." No patient injury or medical intervention was reported.